Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customer's blood glucose level. The customer was advised to reach out to their healthcare provider since no backup therapy was available.